Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis started inflating and deflating the device two days post-implant, which is contraindicated as it was too soon after the surgery. As a result, the incision opened and an infection developed. The ipp was explanted and later replaced once the infection had healed. No further patient complications were reported.